Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011. Primary stability was achieved and osseointegration was not achieved. The clinician states that the implant fractured and peri implantitis was involved in the event. The implant was removed on (B)(6) 2012.